Event description:
It was reported to boston scientific corporation that the erosion resolved following treatment with estrogen cream (brand unknown). Surgical excision of the mesh was not required.

Event description:
It was reported to boston scientific corporation that 67 patients underwent a surgical pelvic floor reconstruction procedure using the pinnacle anterior/apical pelvic floor repair kit, between (B)(6) 2008 and (B)(6) 2009. According to the retrospective chart review provided to boston scientific corporation, at the one year follow up visit, 6 out of 43 patients that returned for the follow up were found to have presented with mesh erosion. It is unknown as to what intervention was performed to address the tissue damage. According to the review, all patients "said they would have the surgery again and would recommend the surgery to a friend." Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The mean age of the patients in the study was 61 +/- 9.2 years. Retrospective chart review: one-year anatomic and quality of life outcomes following the anterior pinnacle lift kit procedure for the treatment of pelvic organ prolapse. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.